Event description:
A system operator reports an over correction on a custom pt following lasik surgery. Pt records were provided and indicate bcva decreased in the right eye at 6 months post-op. The records also show this pt was over corrected by 3 diopters in the right eye and over corrected by 1.5 diopters in the left eye.